Manufacturer narrative:
The reported issue was found to be related to firewall settings. There was no software anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not properly receiving exams. They used a remote area under the same hospital account to send the exams from. They had been successful in receiving exams up until a couple days prior to this event. They were able to ping the system from it and also verified that the system was online. There was no patient present.